Event description:
The customer called to report blood glucose levels as low as 30 mg/dl and as high as 700 mg/dl. The customer was on his way to the hospital for treatment, and was unable to troubleshoot. Advised the customer that we would follow up with him after he receives treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.